Event description:
It was reported that the patient presented to the emergency room due to diaphragmatic stimulation. The patient had been experiencing discomfort. Upon interrogation, it was noted that the right ventricular (rv) lead failed to capture and failed to sense. An x-ray revealed that the rv lead had dislodged. The rv lead was explanted and replaced. The patient remained in stable condition.